Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a deep brain stimulation (dbs) procedure, an imprecision was observed when the entry point was found to be off plan when aligning the leads to the plan. It was noted that the leads aligned "perfectly" to the plan at the target. The "off plan" and registration errors were not to be minimal and that the z value in the application software was off. Additionally, it was noted the site were in the subthalamic nucleus (stn) when they entered. It was noted that the imprecision was 10mm to 4.5mm at. The trajectories of the plan and lead matched the target, images were merged and that other datapoints were normal, indicating the site were in the nucleas and that they arrived at the target along the expected trajectory. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.